Event description:
On (B)(6) 2013, patient reported patient experiencing an incident of a leaky infusion set. Patient stated the leak occurred where the infusion set tubing connects to the infusion set. Patient reported the leak was discovered when the patient felt insulin drip onto his side during a bolus. Patient wears the infusion device in a case on his belt. Patient reported a click was heard when connecting the tubing to the infusion set. Infusion set is inserted manually. Patient stated after the patient discovered the leak, he disconnected the infusion set form the tubing and reconnected them; and then he delivered a small bolus. Patient reported the leak did not return. Infusion set and tubing has been discarded. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Sending insertion assist device. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Infusion set was discarded by patient.

Manufacturer narrative:
Conclusion the complaint describing a leaky on the infusion set cannot be verified, the material meets product specifications. Result no sample was received for examination. The reference samples were visually inspected and tested for flow, leak and click. All test results were within specifications. The problem mentioned by the customer could not be reproduced.